Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 08-jun-2017 and installed at the customers site on 12-sep-2017. A lumenis service engineer visited the site and evaluated the laser on 25-apr-2019. Upon inspection the engineer " found oc in brick 4 to be pitted in the coating." The engineer replaced the optics and verified alignment and power calibration, performed safety check-outs, operational and safety tests, and the system was returned to the facility having met manufacturer specifications and safe/ready for use. A review of system risk files ((B)(4)) revealed risk # (B)(4); optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. As referenced in subject device IFU (um-10012510_h page 112); "case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability..." . In this case it had been reported that the patient was not yet anesthetized; the procedure was cancelled and rescheduled for a later date. The event did not cause or contribute to any change in the patient's condition, and under the circumstances would not likely lead to serious injury should it recur; thus the event was determined to be not reportable per medwatch decision tree. Lumenis is filing this report in response to the user facility's medwatch report (B)(4).

Event description:
On 22-apr-2019 lumenis received a medwatch report in which the description reads "patient was scheduled for a holep in the o.r. Prior to patient leaving staging unit the pulse 120 laser was tested in the o.r per laser safety protocols. Laser had an error code indicating it would not perform at optimal settings. Clinical engineering was contacted and we were unable to resolve error code. Necessary to reschedule the surgery at another date." No report of patient injury or complications was received as a result of this event.